Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) a balloon rupture occurred. The 90% stenosed, lesion being treated was located in the moderately tortuous and calcified left superficial femoral artery. The 7.0x40/135 (4f) sterling balloon was advanced for predilation but ruptured on the first inflation at 6 atms. The sterling balloon was retrieved intact. The procedure was completed using a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)